Manufacturer narrative:
Date of submission 10-aug-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-aug-2018 with the following findings: during testing, all of the keypad buttons were found to be unresponsive. The keypad was intact. There was no moisture in the cartridge compartment. There was moisture observed behind the display lens. The keypad cover was removed and no contamination was found under the key contacts. The pump cover was removed and there was internal moisture found on the keypad flex connector. The leak test failed due to a base crack on the front of pump between the case seal and the keypad. This base crack was unrelated to the original complaint.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was reported that moisture was located in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.